Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the device exhibited error code 1250 and 1260. There was no patient involvement.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The devices were visually inspected and found that there were lcd (liquid crystal display) lens nicked, remote dose port corrosion, uso (upstream occlusion) seal buckled. Unable to verify the event log due pwa (printed wired assembly) board error. The customer reported issue was confirmed. The probable root cause was defective pwa board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.